Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reason for explant. The device therapy was reported to have exhausted per design during that episode with six consecutive shocks, however upon return the device had not triggered replacement indicator.

Event description:
This report is being sent with analysis details.

Event description:
It was reported that this patient with cardiac resynchronization therapy defibrillator (crt-d) had anti-tachycardia pacing (atp) and six shocks delivered thought to be due to atrial fibrillation with rapid ventricular response. The shocks did not convert the patients rhythm that was around 170 bpm, and the therapy was exhausted. The patient did not have any symptoms prior to the episode, and had been having a great day. About a week later the device was explanted and replaced. No additional adverse patient effects were reported.